Event description:
Reporter alleged obtaining a blood glucose result of 150 mg/dl on his advantage system however was experiencing hypoglycemic symptoms during the time of the test. Reporter stated re-testing within 10-15 minutes and obtained a blood glucose result of 400 mg/dl however still felt hypoglycemic symptoms but he took his normal dose of 20 units of rapid acting insulin. Reporter indicated he began to feel more hypoglycemic symptoms over the next 35 minutes and had to self treat with orange juice. No other actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.